Event description:
Additional information received indicated patient underwent surgical intervention where the lead was replaced and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6) , batch: a000061940 the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. The investigation was unable to determine which lead was at fault.